Manufacturer narrative:
The tissue samples exhibiting sub-optimal tissue processing reported were derived from the "4hr biopsy" protocol comprising 89 cassettes, which started in retort b at 15:13pm on (B)(6) 2018 and completed at 05:00am on (B)(6) 2018; and the "routine overnight 10 hr" protocol comprising 90 cassettes, which started in retort a at 15:48pm on (B)(6) 2018 and completed at 04:00am on (B)(6) 2018. Investigation showed that two (2) use errors occurred at 15:48pm on (B)(6) 2018. The first use error involved failure to complete manual replacement of the reagent in bottle 10 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which states: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Although a user affirmed in the instrument software that the reagent concentration in bottle 10 (ethanol) was to be set to the default value of 100% at 15:48pm on (B)(6) 2018, the actual ethanol concentration of the reagent in bottle 10 remained as 52.1%, because the bottle was not removed from the instrument for sufficient time to replace the reagent. This use error is not considered to have caused the sub-optimal tissue processing reported in this complaint because the reagent in bottle 10 (ethanol) was used for the first dehydration step in both the "4hr biopsy" protocol started in retort b at 15:13pm on (B)(6) 2018 and the "routine overnight 10 hr" protocol started in retort a at 15:48pm on (B)(6) 2018, from which sub-optimal tissue processing was reported in this complainant; and there were five (5) subsequent dehydration steps for each protocol to remove water from the tissue samples. The second use error involved replacing the contents of bottle 10 during execution of the "4hr biopsy" protocol started in retort b at 15:13pm on (B)(6) 2018. This action is not in accordance with the manufacturer instructions detailed in the leica peloris quick tips, which specifically states in the section entitled leica peloris reagent replacement - manual: "ensure that no protocols are running or loaded." As the reagent station to be used for each processing step is scheduled at the start of the processing protocol and any alteration to the properties of the reagent during execution of a processing protocol does not result in re-scheduling of reagent stations, this incorrect user action may result in the reagent concentration in a scheduled reagent station not being appropriate for the particular protocol step. However, this finding is not considered to have caused the sub-optimal tissue processing reported in this complaint. The root cause of the sub-optimal tissue processing reported by the complainant could not be determined from the information available.

Event description:
On 21 september 2018 during a telephone call to schedule peloris product training to new members of the laboratory staff, a leica applications specialist (fss) was advised that tissue from one (1) protocol which ran overnight and completed on (B)(6) was hard and brittle. The fss documented that internal laboratory investigation had determined that the cause was related to an application error involving bottle 10; and action had been taken to replace contaminated reagents. On 26 september 2018, leica biosystems (B)(4) received information that tissue samples from all cases exhibiting sub-optimal processing were diagnosable.